Manufacturer narrative:
The prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that a pt underwent treatment in 2007, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). Reportedly, the clinical pt experienced an increase in score from baseline measuring severity of urinary frequency and difficulty voiding. It is unk if any treatment or intervention was required for these two events.